Event description:
It was reported that during implant attempt, the lead kept slipping. The lead was not used. Later review of manufacturer's database revealed the patient died 4 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, but helix was bent and had blood on it; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the lead kept slipping. The lead was not used. No patient complications have been reported as a result of this event.